Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2007401. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. Per the provided information, it is possible that an issue of clogged needle took place; however, based on the investigation results, an exact cause could not be determined at this time. During the cannula assembly process, needles are inspected for occlusion every thirty minutes. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, further action has not been determined necessary. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked. The following information was provided by the initial reporter: experienced drawing up staff member drew back into syringe with bevel submerged in vaccine in the vial but only air drew back.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked. The following information was provided by the initial reporter: experienced drawing up staff member drew back into syringe with bevel submerged in vaccine in the vial but only air drew back.